Event description:
The customer called to report no delivery alarms on the insulin pump and a high blood glucose reading of 414 mg/dl. The customer was taken to his medical doctor and when the reservoir was removed from the insulin pump, insulin was observed in the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.